Manufacturer narrative:
The tech found the brake cam pivot is broken. The tech replaced the brake cam pivot to resolve the issue.

Event description:
The account alleged the brakes are not holding in brake mode. No pt impact.